Event description:
The pt contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that he was using the ez breathe atomizer at work when a small metal washer was ejected into his mouth. Multiple attempts were made to obtain more info concerning the incident; however, no info was readily available at this time.